Event description:
The customer reported the unit displayed a "device error, service required and pads fail" message.

Manufacturer narrative:
The device was evaluated by philips, and the symptom was verified. Replacing the therapy pca resolved the issue.